Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-11, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving baclofen 1,000mcg/ml, delivered in a flexible dosing pattern-basal rate: 9.9mcg/hr; at midnight goes to 12.5mcg/hr; total daily dose 250mcg/day (lot number unknown) via an implantable pump for intractable spasticity and head/brain injury. On an unknown date, a volume discrepancy occurred during a refill. They expected 3.3ml and got back 8.5ml. The patient experienced increased spasticity but no signs of withdrawal. The cause of the event was unknown. The healthcare provider (hcp) planned to perform a dye study. As of (B)(6) 2015, the patient¿s status was reported as ¿alive ¿ no injury¿ and the event was not resolved. It was later reported on 2016-01-21 the patient saw a nurse practitioner on (B)(6) 2015; a side port catheter dye study was performed on (B)(6) 2015 and showed no issues, the catheter tip was at t7. A pump study showed normal rotor movement. The catheter was revised. As of (B)(6) 2016, there was no change to the patient¿s symptoms; he still had increased spasticity and the cause remained unknown. The next refill was scheduled for (B)(6) 2016. Additional information has been requested regarding the type of baclofen, the event date and the cause of the event, but it was not available at the time of this report. If additional information becomes available, the event will be updated.